Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static among several cartridges. Customer continued to use the cartridges and ultimately, the insulin gauge would correct itself. There was no impact to the customer¿s blood glucose level.